Event description:
Customer is reporting a blood leak alarm I the centrifuge chamber. Name and function of complainant: same as reporter. Customer checked inside centrifuge chamber and found a small blood drop so she confirmed the blood leak. Customer aborted the treatment and did not return the blood to the patient. Pt condition is good after the event, no allegation of harm. Customer returned the smart card for investigation.

Manufacturer narrative:
Review of lot file b123 was conducted and shows no non-conformances associated with this event type. This lot met all release requirements. Complaint lot review was conducted and there were no other centrifuge blood leaks reported to date for this lot. No trends were detected. The assessment is based on the info available at the time of the investigation. The smart card was received and analyzed, the kit was not. A more thorough analysis would have been possible if the kit, or the centrifuge bowl, was returned for examination. Based on the analysis for this complaint, no remedial action was taken. Complaints for this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4) has been opened to further investigate centrifuge chamber blood leaks. (B)(4). Additional address: (B)(6).